Event description:
It was reported that 2 orbit galaxy coils (640cf0721/15809937 and 640cx2535/17065854) had re-sheathing failure. Product analysis revealed that the coil associated with catalog# 640cf0721 was returned stretched and kinked. Multiple attempts were made to try to obtain additional information; however, no additional information could be provided.

Manufacturer narrative:
The analysis completed on 2/18/2015 determined that the coils was kinked and stretched. It was not possible to determine if this occurred during the procedure or during post-procedural handling; therefore, it was determined that this device met MDR reportability criteria. Information regarding patient age, gender, weight, concomitant medications, or procedure could not be obtained. Complaint conclusion: the device was returned for analysis. A non-sterile orbit galaxy tdl complex fill coil 7x21 was received inside of a plastic bag. The hypotube was inspected and it was found bent. The introducer was not returned for analysis. The support coil was inspected and it was found without damage, the gripper was found severely damaged while the embolic coil was found stretched and kinked. The suture was found intact without breakage. The gripper and embolic coil were inspected under microscope; the gripper was found severely damage, the embolic coil was found stretched and kinked. The suture was found intact without breakage. Functional test could not be performed since the introducer was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The resheathing failure could not be evaluated on one of the coils returned and was not confirmed during the functional analysis of the second coil. It is unknown when the coil damage occurred on the first coil; however, the damage may have occurred during post-procedural handling/shipping. Additional information to confirm the timing of the coil damage could not be obtained. The failure experienced by the costumer and the damages found on the device could not be conclusively determined; neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place to prevent these types of failures from leaving the manufacturing facility. Therefore no corrective action will be taken at this time. This is an initial/final MDR.